Manufacturer narrative:
Pt diagnosis: fever. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a continuous infusion of norepinephrine 8mg/250ml programmed at a rate of 0.05mg/kg/min, the nurse noticed that the adult patient was experiencing cardiac rhythm changes. The nurse entered the patient's room and turned off the norepinephrine infusion and noticed that the norepinephrine continued to drip rapidly into the drip chamber of the tubing set. The customer later stated that the patient required additional monitoring due to the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a continuous infusion of norepinephrine 8mg/250ml programmed at a rate of 0.05mg/kg/min the rn noticed that the patient was experiencing cardiac rhythm changes. The rn entered the patient's room and turned off the norepinephrine infusion when the rn noticed that the norepinephrine continued to drip rapidly into the drip chamber of the tubing set.